Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-01579. It was reported the patient's scs leads had migrated down from the original position at c2-c3. Consequently, surgical intervention was taken and the patient's leads were replaced with a single surgical style lead placed retrograde at c2.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01579. Follow up information received identified effective stimulation therapy was restored for the patient, and the reported issue was resolved.